Event description:
Surgeon progressively rasped the femur to 18mm upon insertion of the 18mm femoral component the proximal end of the femur in the calcar region fractured. Surgeon exhibited concern when re-insertion of the rasp did not expand the crack in the femur but the implant did.